Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the mics handpiece handle detached. There was no serious consequence to the surgeon and the case was completed successfully.

Manufacturer narrative:
Reported event: it was reported that a mics handpiece handle vibrated off. There was a case delay. There were no adverse consequences or patient harm and the procedure was completed successfully. Device evaluation and results: visual inspection visual inspection revealed no physical damage of unit. The screw had a small ring of white powder (appears to be dried blue loctite). Picture attached. Dimensional inspection the screw (tn0565-02) and the bore (tn0638) were both measured with go and no-go gauges and passed. The length of the screw threads measured 9.95mm and were in spec. Measurement of the screw, plastic thickness, and gap between the plastic and handle show screw engagement into the part of 3mm which is the same as measured on the 209063 assembly model in solidworks. Functional inspection: functional inspection was not completed. Reported problem was with the screw and handle. It appears loctite was applied to the screw. The parts of the assembly (screw, bore, plastic, handle) are in dimensional specification. There are 2 other factors that could have caused the screw to back out, but can not be confirmed, they are: the ai209063 calls the screw to be installed with an installation torque of 0.42nm. This installation torque could not be confirmed because the screw was already removed and reinstalled at the site. The condition of the bore threads were examined (picture attached) but loctite adhesion could not be confirmed. Per this complaint description the unit was cleaned and autoclaved, so the presence of contaminates at the time of screw installation can not be confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot k078l. Serial number 4200601 underwent final testing on the manufacturing line on 4/12/16. On 5/16/16 the lot was inspected and (B)(4) including 4200601 were accepted into final stock. On 6/14/16 the handpiece was kitted. The unit was involved in the complaint on 8/29/16. So the unit was in the field about 2 months. Complaint history review: a review of complaints related to p/n 209063 shows no other complaint related to the failure in this investigation. Issues for p/n 209063 will be completed through trend request #900. Conclusions: in conclusion, it appears loctite was applied to the screw. The parts of the assembly (screw, bore, plastic, handle) are in dimensional specification. There are 2 other factors that could have caused the screw to back out, but can not be confirmed, they are: the ai209063 calls the screw to be installed with an installation torque of 0.42nm. This installation torque could not be confirmed because the screw was already removed and reinstalled at the site. The condition of the bore threads were examined (picture attached) but loctite adhesion could not be confirmed. Per this complaint description the unit was cleaned and autoclaved, so the presence of contaminates at the time of screw installation can not be confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the mics handpiece handle detached.there was no serious consequence to the surgeon and the case was completed successfully.